Manufacturer narrative:
(B)(4). Batch # m52d5j. Additional information was requested and the following was obtained: does "the device was too stiff to fire" mean the device would not fire? The device was fired but the surgeon said it¿s hard to handle compared to the other same device. How was the procedure completed? Opened another device. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however ,there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a subtotal gastrectomy procedure, the device was too stiff to fire. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.